Event description:
It was reported that an asymptomatic patient presented for a routine follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced.